Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a vessel of the lower leg. A 014/300/sst platinum plus - pi guidewire was advanced. A 3.0mm x 60mm x 150cm, otw coyote balloon catheter was advanced for dilation. At some point during the procedure, the tip of the 014/300/sst platinum plus - pi guidewire unraveled. While attempting to remove the 3.0mm x 60mm x 150cm, otw coyote balloon catheter at the end of the procedure, the coyote balloon catheter and platinum plus pi guidewire could not be separated and were removed together from the patient. There were no patient complications nor injuries reported.

Manufacturer narrative:
The device was returned for analysis loaded with a coyote balloon. The wire was inspected and the spring tip was noted to be damaged (detached, kinked and unraveled). The outer diameter dimensions were found within specification.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a vessel of the lower leg. A 014/300/sst platinum plus - pi guidewire was advanced. A 3.0mm x 60mm x 150cm, otw coyote balloon catheter was advanced for dilation. At some point during the procedure, the tip of the 014/300/sst platinum plus - pi guidewire unraveled. While attempting to remove the 3.0mm x 60mm x 150cm, otw coyote balloon catheter at the end of the procedure, the coyote balloon catheter and platinum plus pi guidewire could not be separated and were removed together from the patient. There were no patient complications nor injuries reported. It was further reported that the target lesion was 100% stenosed, severely calcified, and non-tortuous.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a vessel of the lower leg. A 014/300/sst platinum plus - pi guidewire was advanced. A 3.0mm x 60mm x 150cm, otw coyote balloon catheter was advanced for dilation. At some point during the procedure, the tip of the 014/300/sst platinum plus - pi guidewire unraveled. While attempting to remove the 3.0mm x 60mm x 150cm, otw coyote balloon catheter at the end of the procedure, the coyote balloon catheter and platinum plus pi guidewire could not be separated and were removed together from the patient. There were no patient complications nor injuries reported. It was further reported that the target lesion was 100% stenosed, severely calcified, and non-tortuous.